Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: hemostasis was achieved with another device. There was no adverse patient sequela.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device is filed under a separate manufacturer report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two proglide devices, using the preclose technique via a 6fr sheath, prior to a coronary angioplasty procedure. Reportedly, a suture break was noticed for both proglide devices. The method of achieving hemostasis was not provided. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.